Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the reservoir ruptured in a footed position. Additionally, the reservoir was microscopically examined and abnormalities in the reservoir material were noted near the rupture line that may have potentially contributed to the reservoir rupture. The root cause was determined to be a manufacturing defect. The stress member molding chamfer was updated and placed into product on (B)(4) 2012. This particular device was manufactured prior to the implementation of the new stress member molding chamfer. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.